Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to faulty cable unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer's reported issue of ¿image flickering¿ was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the videoscope cable exera ii had image flickering. There was no report of patient harm or user injury associated with this event.